Event description:
The product was used during a colon resection procedure. Reportedly, the instrument was difficult to open and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.